Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not communicating. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 adverse event problem. Correction: h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the station was not communicating and was marked as offline in remote support services (rss). A field service engineer (fse) worked with the customer to resolve the issue by applying firewall changes, performing windows updates, and deploying necessary packages. Eset was pushed, network time protocol settings and credential management were updated, and service was restored. The fse also verified remote support services connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not communicating. The customer reported that there was a delay and occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.